Event description:
Voluntary medwatch forms mw5166910, mw5166911 received state: it was reported that the patient implanted with this (B)(6) pacemaker and four non-(B)(6) leads (two capped/abandoned and two active) underwent a lead extraction procedure due to vegetation on the leads. Upon removal of the abandoned right atrial (ra) lead model 1018t, the patient's blood pressure dropped and an emergency thoracotomy was performed. The patient had a tear in the right atrium and superior vena cava (svc). The patient developed disseminated intravascular coagulation (dic), the damaged areas of the heart could not be repaired, and the patient died on the operating table. The explanted pacemaker was planned to be returned for disposal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Related voluntary medwatch form received: mw5166910, mw5166911.

Manufacturer narrative:
Correction: section e2 - "health professional?" Should have been "no information" correction: customer section should have been left blank as the original report source is not known and the information was received via the FDA. Note: hospital facility, patient details and specific product details were not provided. Further information was not available.